Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past four years. It was reported that the device was used for treatment and three days into treatment the device failed to maintain a vacuum. As no samples were returned, a thorough product evaluation could not be carried out. Potential causes for the issue experienced are:- 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pico device did not work for 7 days as intended. The patient stated that the pico pump stopped applying pressure after 3rd day of application. A backup device was delivered to the patient the next day.